Event description:
It was reported that during drain three on a homechoice (hc) machine, the home patient (hp) rolled over in bed to get up to use the restroom and the patient line disconnected from the transfer set. The hp stated that they cleaned the transfer set and did not reconnect. The technical service representative (tsr) assisted the hp in ending therapy and advised the hp to start over with new supplies. During follow up with the hp, the hp state that they weren?t sure how the disconnection occurred. The hp ended therapy for that night and did not set up with new supplies. The hp was given antibiotics as a prophylactic measure. The hp stated there were no issues with the transfer set and it was still in use. The hp has been able to continue therapy on the hc the following night. No patient injury or medical intervention was indicated as a result of this event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.